Manufacturer narrative:
B5- lens was exchanged on (B)(6) 2020 with a longer lens due to low vault. This resolved the problem. - should be in included in previous MDR. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -10.0 diopter into the patient's right eye (od) on (B)(6) 2020. The surgeon reports low vault. Reportedly, the lens remains implanted.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a micro centrifuge vial with residue/debris on the lens. Visual inspection found no visible damage and foreign residue/debris on the lens. Claim# (B)(4).